Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
By-pass - "this incident was reported on (B)(6) 2016 by the department of digestive surgery of (B)(6) hospital. Indeed, by removing the trocar at the end of surgery, the surgeon found that the distal end of the trocar was broken. A liver retractor was introduced during surgery and was supported by an articulated arm, which was secured to the operating table. There was no particular shock during the procedure. The piece of plastic that detached from the trocar, found in the abdominal cavity, was recovered by the surgeon. We will make an optional declaration to the (B)(6)." Original: "cet incident a été signalé le (B)(6) 2016 par le service de chirurgie digestive de l'hôpital de (B)(6). En effet, en retirant le trocart à la fin de l'intervention, le chirurgien a repéré que l'extrémité distale du trocart était cassée. Un écarteur à foie a été introduit au cours de l'intervention et était soutenu par un bras articulé, lui-même fixé à la table d?opération. Il n'y a pas EU de choc particulier pendant l'intervention. Le morceau de plastique qui s'est détaché du trocart, retrouvé dans la cavité abdominale, a été récupéré par le chirurgien. Nous allons faire une déclaration facultative à l'(B)(6)." Additional information received from applied medical representative on december 07, 2016: the distal part of the cannula broke. It was a clean break. Patient status - no patient injury.

Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured, and the measurements did not meet specifications. The likely root cause of the uneven cannula wall thickness is due to the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode has been evaluated and was found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.